Event description:
It was reported by the rep the device was used during a bowel resection. It was reported the surgeon used the tlc55 for bowel resection and to create side to side anastomosis. Pt was re-operated on the following morning for bleeding from staple line.